Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had a possible infection at the site of the lead component of their implantable neurostimulator (ins) system. The issues started about 2 weeks ago (at the end of (B)(6) or so). The patient experienced burning at the site (which was painful and intense) along with wrap around pain in the rib cage area. There was a golf ball size lump at the site where the lead was. The patient was examined by 4 doctors and they all indicated that something was wrong. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The indications for use of the implanted device were noted as non-malignant pain and complex regional pain syndrome type ii. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported that the lead component going down the patient's back was burning really bad. If additional information is received, the event will be updated.